Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the vns patient began experiencing an increase in seizures in february 2014 and was no longer able to feel magnet mode stimulation. The patient was having difficulty staying awake due to the number of seizures he was experiencing. It is unclear whether the increase in seizures was above or back to pre-vns baseline levels. The patient¿s device was not at end of service and diagnostic results showed normal device function at the time. The patient also reported experiencing some discomfort but it is unknown whether the discomfort is related to vns. A battery life calculation using the available programming history revealed approximately 1.41 years until eri = yes.

Event description:
Attempts for additional information were unsuccessful.